Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 58 year-old patient was implanted on (B)(6) 2022 with a biozorb marker following a surgical procedure for a left breast lumpectomy. Between 2022 and (B)(6) 2024 patient presented to a number of follow-up visits where she reported: in (B)(6) 2022 redness and oozing from one of biopsy sites which resolved with medical treatment; in (B)(6) 2022 pain mostly under the armpit; in (B)(6) 2022 pain when wearing a bra and afterwards, swelling in left breast and lateral tissue; in (B)(6) 2022 redness in lateral breast and lateral tissue resolved with medical treatment but swelling remains persistent; in (B)(6) 2022 pain in biopsy site on left breast; in (B)(6) 2023 patient stated she continues to have intermittent redness and swelling; in (B)(6) 2023 yeast infection in the right inframammary fold treated with local medication and itchiness and mild discomfort from the nipple to the upper outer quadrant of the left breast; in (B)(6) 2024 tenderness primarily on excessive pressure or when sleeping on left side. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.